Event description:
As reported by the field, during the procedure, an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 6920542) became impeded in the hub of a prowler select plus 150/5cm microcatheter ( 606s255x, 31120107) and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00091 .

Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during the procedure, an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 6920542) became impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, 31120107) and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. A non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The introducer was in good condition (i.e., no kinks, bents, or elongations). Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was inspected under a microscope, and the distal coil was found kinked and slightly stretched. Some residues of dried saline solution were also noted. The issue regarding a stent being impeded in the hub of the microcatheter cannot be evaluated through a functional test since the stent was found already separated from the delivery system. The stent must be inside the introducer tube to perform the functional analysis. However, it is possible that in an effort to overcome this resistance felt, excessive force was inadvertently applied which ultimately led to the kinked conditions found in the delivery wire. Based on this, the customer complaint was confirmed. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment is suspected to have appeared during the post-operational handling of the device since they were not originally reported in the complaint. This condition is not considered related to the reported issue. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6920542. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue encountered during the procedure is related to the design or manufacture of the device, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.